Manufacturer narrative:
The reported event of unable to remove the lead from the device was confirmed. As received, a partial lead (connector portion) was returned with the lead stuck inside the device. The lead was damaged while being removed from the device. Visual inspection of the lead was normal with the exception of procedural damage. Due to condition of the lead, the lead was unable to be tested. Dimensional analysis of the is-1 connector region was performed and found the connector pin and connector ring to be within specification, while the insulation adjacent to the second sealing ring was found to be out of specification. The shape of the insulation adjacent to the second sealing ring may not be retained after implantation. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be removed from the pulse generator's header. The lead was capped and replaced on 7 dec 2023. The patient was recovering with no adverse consequences.